Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: required medical intervention to prevent permanent damage. Device issue: failure to cross. It was reported that a perforation, caused by another company's dilatation balloon, occurred distally and was to be treated with the graftmaster. The graftmaster failed to cross proximally and did not reach the perforation. Another company's bare metal stent was used to widen the safenous vein graft to facilitate the placement of another graftmaster stent to treat the perforation. There was no delay in the procedure and the case was completed successfully. No additional event or patient information is available.